Event description:
It was reported that when the patient moves the implantable neurostimulator (ins) or their head in a certain direction, the ins turn s off and if they move in a different direction the ins turns back on. It was noted the patient had a heart procedure done on (B)(6) 2013 and was able to turn stimulation on and off with the patient programmer. The reporter stated the recharger and programmer show the ins is full, but they are not able to turn stimulation on or off using the programmer or recharger. It was noted the patient did not have any falls or trauma. It was further noted the patient thinks the lead had come loose and needs to be checked. Additional information received reported that the patient had been having a lot of trouble with the ins. It was noted the patient has ¿asympithal neuralgia¿ and the lead goes into their head. The reporter stated it seemed lit the ins had a short in it. It was noted that when the ins was checked by a manufacturing representative, there appeared to be a couple of the wires that were bad or loose so they will have to be revised. It was further noted the patient met with a manufacturing representative on (B)(6) 2013. (B)(4) 2013 (rep): additional information received reported that the manufacturing representative met with the patient on (B)(4)2013. It was noted the manufacturing representative was not away the patient had any procedure done concerning their heart. It was noted the patient¿s ins was discharged and the patient had not charged in quite a while. It was noted the patient stated the ins was not working where they were having pain. The reporter stated they did an impedance check and found that they had ¿impedance¿ on some of the connections. Additional information received reported that the ins was or would be repositioned.

Manufacturer narrative:
Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a-45, lot# j0405939v, implanted: (B)(6) 2004, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3487a-45, lot# j0405939v, implanted: (B)(6) 2004, product type: lead. (B)(4).